Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review (1143151 rev. I, page 19) warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner¿s manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur.

Event description:
Reporter stated that he thinks the patient broke his leg some time after (B)(6) 2015. Reporter stated the patient moved to a new living facility and he was trying to get around a tight corner to his room when he broke his leg. Reporter states that the patient is still using the chair and he is doing much better driving the chair with the chin control instead of the rim control that was originally on the chair. The chair is not being returned because reporter states that the chair did not malfunction, the patient was having a hard time getting accustomed to the chin cup and his new living quarters.